Manufacturer narrative:
Reported event: it was reported that the checkpoint broke and it was removed by revision surgery product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was incorrect. Complaint history review: complaint history review was not performed as the lot number was product history review was not performed as the lot number was incorrect. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Femur checkpoint broke while being removed with pliers. Half is still in the patient , the other half was taken by a nurse. Dr kasper was okay with leaving the hardware in the patient. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femur checkpoint broke while being removed with pliers. Half is still in the patient , the other half was taken by a nurse. Dr (B)(6) was okay with leaving the hardware in the patient. Case type: tha.